Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 2 months later, she started experiencing body ache, so bad she could hardly move, she was in extreme pain. She made several visits to the ER. After 5 months, during the hysterectomy, it was found that left tube had been perforated by the coil and that tubes were inflamed (twice the normal size). Right after the procedure she felt so much better, but the mental ramifications of what she went through have not gone away. The events, interpreted as fallopian tube perforation and salpingitis are listed according to the reference safety information for essure. Considering the nature of fallopian tube perforation and the lack of alternative explanation, this event is assessed as related to essure. Regarding the salpingitis, since the temporal relationship is compatible and there is no alternative explanation, this event is also related to essure. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in (B)(6) 2012 after her 3rd child was born. She reported that by (B)(6) 2012 she was having severe cramping; headaches; nausea and diarrhea. Her doctor told her she was fine. By (B)(6) more issues showed up on top of what she was already having; her body ached so bad she could hardly move; she was vomiting; her lower back on the left side hurt; her chest hurt; her left arm hurt and would go numb; her relationship with her husband was affected, and the worst for her was she stopped sleeping as she was terrified if she went to sleep that might not wake up the next day. She started to go to the ER; she was in extreme pain and felt like she was dying. The ER doctors didn't know anything about essure; her implanting doctor kept telling her it couldn't be essure. In (B)(6) an ER doctor recommended a doctor she could see and this doctor knew right away she was having a reaction to the essure. She stated that at the age of (B)(6) she had a hysterectomy. During the hysterectomy it was discovered not only were tubes inflamed and twice the size they should have been but her left tube had been perforated by the coil. Almost 3 years later she was doing a lot better. She reported that right after the procedure she felt so much better. But the mental ramifications of what she went through have not gone away and she was left with major dental issues. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 2 months later, she started experiencing body ache, so bad she could hardly move, she was in extreme pain. She made several visits to the ER. After 5 months, during the hysterectomy, it was found that left tube had been perforated by the coil and that tubes were inflamed (twice the normal size). Right after the procedure she felt so much better, but the mental ramifications of what she went through have not gone away. The events, interpreted as fallopian tube perforation and salpingitis are listed according to the reference safety information for essure. Considering the nature of fallopian tube perforation and the lack of alternative explanation, this event is assessed as related to essure. Regarding the salpingitis, since the temporal relationship is compatible and there is no alternative explanation, this event is also related to essure. This case is regarded as incident since a device removal was required (implied). No active follow-up will be pursued, as this case was identified during health authority website monitoring.